Manufacturer narrative:
The interferent found present in the samples can be assumed to be caused by an igm molecule and is most likely a human anti-mouse antibody. This type of interference is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for troponin I stat (short turn around time) - tni stat. Results from the first run and repeat run of each sample were reported to the physician. The first sample initially resulted as 2.30 ng/ml for tni stat on the e601 analyzer. The sample was repeated on the same analyzer on (B)(6) 2015, resulting as 2.29 ng/ml accompanied by a data flag for tni stat. The sample was repeated on an abbott architect 1000i analyzer in a second laboratory on (B)(6) 2015, where it resulted as 0.000 ng/ml for tni. The sample was also tested on a cobas 6000 analyzer in a third laboratory on (B)(6) 2015, where it resulted as 0.003 ug/l for troponin t high sensitive (tnths). A second sample was collected from the patient in the second laboratory and this sample initially resulted as 0.003 ng/ml for hstni on the abbott architect 1000i analyzer on (B)(6) 2015. The sample was repeated on the original e601 analyzer on (B)(6) 2015, resulting as 2.30 ng/ml accompanied by a data flag for tni stat. The sample was also repeated on a cobas 6000 analyzer in a third laboratory on (B)(6) 2015, where it resulted as 0.003 ug/l accompanied by a data flag for tnths. The patient was not adversely affected. The original e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The involved samples were later provided for investigation. Investigations of the samples have identified an interferent present in the samples.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The involved samples were requested for investigation, but not provided. A general reagent issue or local issue at the customer site were determined not to be likely root causes. A sample specific issue is likely.